Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead would not extend upon repositioning. It was noted under fluoroscopy that the helix was not moving. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.